Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20340. It was reported the patient experienced in effective stimulation. X-rays taken following a fall revealed the leads had migrated. A sjm representative tried reprogramming to no avail as only right sided stimulation was achieved. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20340. Further follow up identified, the patient underwent surgical intervention on (B)(6) 2015, where the leads were repositioned. Reportedly, the patient had effective therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.